Event description:
Arjo was informed about the patient¿s fall out of citadel bed. The side rails were raised during the incident. The customer requested for the bed alarm to be checked to make sure it is working correctly. The bed evaluation confirmed that there was no malfunction with the alarm. The technician suggested the staff set the bed alarm to a more sensitive setting. There was no injury.

Manufacturer narrative:
Citadel bed frame system instruction for use (IFU, 830.213 rev.12) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ IFU (830.213 rev.12) also includes information about bed exit alarm and it¿s sensitivity: ¿the patient movement detection system can be set to alarm when undesired movement occurs. The sensitivity of the patient movement detection relative to the center of the deck, can be varied incrementally.¿ ¿in bed ¿ this button activated/ deactivates patient movement detection and increases the sensitivity of the system.¿ ¿patient movement detection threshold display ¿ an indicator shows current system status and the selected sensitivity of patient movement detection.¿ ¿egress ¿ this button activates/ deactivates patient movement detection and decreases the sensitivity of the system.¿ ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at nurse¿s station.¿ to sum up, since the circumstances of patient¿s fall are unknown and there was no device malfunction, the root cause of patient¿s fall could not be identified. Arjo device met its specification, there was no malfunction that could potentially contribute to the event. The patient fell out of bed, so from that perspective arjo's bed played a role in the incident. This complaint was deemed reportable due to allegation about patient's fall.